Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (10mg/ml at .902 mg/day) via an implantable pump for spinal pain. It was reported that the area of pump pocket incision began to get infected as it was red and raised. It was unknown if there were external factors that contributed to the issue. The entire system was explanted and discarded. It may be replaced at a later date, if needed. The issue was resolved and the patient was without injury at the time of the report. The patient's medical history and weight were asked but unknown.